Event description:
The device was used during a laparoscopic cholecystectomy. It was reported by the rep. The clip of new er420 did not feed into the jaw at all, and it was spitted as well. They used new one to complete the case. There was no consequence to the pt.